Event description:
It was reported that the patient has a history of mural thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section b3: event date was requested but not provided and is estimated manufacturer's investigation conclusion: the reported mural thrombus could not be confirmed through this evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported thrombus could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.